Event description:
It was reported that the battery was at normal elective replacement indicator (eri) and the device did not last five years. It was also observed that there was increased left ventricular (lv) lead thresholds. The device was removed and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-88 lead, (B)(6) 2004; 5076-52 (B)(6) 2004 lead; 6947-65 lead, (B)(6) 2004. (B)(4).